Event description:
It was reported, the video system center had an error b30 (scope communication error). The issue occurred during preparation of use for a therapeutic procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation could not be reproduced. Based on the result of the investigation, it was presumed that the error b30 occurred because a contact failure occurred at each contact point due to a combination of factors such as a defective connection caused by a video connector lock failure in otv-si2 or a corroded or scratched video connector in enf-v3. Additionally, based on the results of the operation log-check, it was confirmed that the scope communication errors such as error e216 and error b30 tended to be frequent in enf-v3/sn2844275 used in facility rather than enf-v3/sn2612181 raised in the combination. It was not possible to establish the root cause. From the instruction manual of otv-si2, the following were confirmed: coding: b30 error message: scope communication error cause: the electrical contact point at the video jacket is attached to a foreign body (such as chemical residue, moisture, sebum, dust, or gauze bud). /cannot communicate with the endoscope. Olympus will continue to monitor field performance for this device.